Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No bolus stopped alarm noted. Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump stopped delivering bolus suddenly and not the whole amount of bolus insulin was delivered. Customer stated that insulin pump made loud, cranky noises when delivering bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.